Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose around (B)(6) 2017 with blood glucose of 18 mg/dl at the time of the incident. The customer stated that the pump delivered the entire contents of their reservoir with no warning. The customer used juice and cake to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event, and the pump was replaced after the incident. The insulin pump will not be returned for analysis.